Event description:
It was reported on 16 February 2026 that the patient presented with grade 3 degenerative mitral regurgitation (MR) and prolapsed bi-leaflet for a MitraClip procedure. During the procedure, a MitraClip was successfully implanted. The MR was reduced to grade <1 post procedure.On (b)(6) 2026, the clip was observed to be tilted towards anterior leaflet. Recurrent MR of grade 1 was reported. The clip was stable on both the leaflets. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, t the reported migration resulting mitral valve insufficiency/regurgitation (MR) appears to be likely related to degenerative changes of leaflet material (thin/friable leaflet) (patient conditions)/chordae insertion.Mitral regurgitation is a known possible complications associated with MitraClip procedures. Serious Injury/ Illness/ Impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.